Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with insulin pump was not working on (B)(6) 2018 with blood glucose of 433 mg/dl. Patient's other blood glucose value was 225 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with intravenous drip. The customer was wearing the insulin pump during the hospitalization. Customer also stated that the insulin pump had a blank display. The device is not expected to be returned for analysis.